Event description:
Customer reported experiencing inaccurate high results with a surestep pro meter. The hospital administrator admistrator performed four separate meter to lab comparisons. The blood glucose results were: (1) meter 102 mg/dl vs. 75 mg/dl with a 27% difference, (2) meter 73 mg/dl vs. Lab 40 mg/dl with a 33% difference, (3) meter 75 mg/dl vs. Lab 44 mg/dl with 31% difference, (4) meter 60 mg/dl vs. Lab 26 mg/dl with a 34% difference. Tests were all done within 5 minutes. No report of any adverse events. No further information has been reported.